Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
Arjohuntleigh was informed about an event which occurred with the involvement of alpha relief system. It was indicated that during the night shift on (B)(6) 2017 the carer noticed a blister on right patient's heel. The customer alleged that the mattress was hard and it did not alternate. After the consultation with a head of nurse, the patient was treated with a rebacare heel protector. The system was checked by the facility representative who stated that "mattress is still filled to the maximum with air and nothing special is noticed". Details of patient injury were established upon the interview performed on (B)(6) 2017. It was indicated by the facility that received pressure injury was classified as a stage ii, however, after the evaluation of photographic evidence made by arjohuntleigh clinical expert, the outcome appears to be a deep tissue injury.

Manufacturer narrative:
Correction: arjohuntleigh would like to make a correction to the follow-up 1 report issued on 23 mar 2017. Basing on the manufacturing data, the pump was manufactured in 2001. Since that time, the time motor (the component which failed) was replaced in 2012 (it was not originally fitted, as stated initially). Nevertheless, this information does not impact previously reported investigation conclusions. Although the device has reached the expected lifetime of 7 years, it may remain in use as long as a proper maintenance procedures are maintained.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. Arjohuntleigh was informed about an event which occurred with the involvement of alpha relief system. It was indicated that during the night shift on (B)(6) 2017 the carer noticed a blister on right patient's heel. The customer alleged that the mattress was hard and it did not alternate. Details of patient injury were established upon the interview performed on 01 feb 2017. It was indicated by the facility that received pressure injury was classified as a stage ii, however, after the evaluation of photographic evidence made by arjohuntleigh clinical expert, the outcome appears to be a deep tissue injury. When reviewing similar reportable events, we have found no other cases presenting a scenario to the one reported. Therefore, the occurrence rate observed for this failure mode is currently considered to be very low. The system was inspected by arjohuntleigh representative after the event. Upon the device evaluation it was found that a gearbox of the pump unit responsible for air distribution has failed. During the test, a time motor located in the gearbox assembly was found to stand still at the alternate position for 5 minutes, instead 50 seconds designed for the turn over period. Alpha relief pump has two pressurised air outlets. The air from outlets is fed to separate cells or groups of cells in the mattress or cushion via a rotary valve. The support cells are continuously inflated and deflated utilising a ten minute cycle. During the cycle, air is pumped from one outlet for 4 minutes 10 seconds. Then, a period of 50 seconds occurs when the air is pumped from both outlets. As a result of the malfunction, the air was equally pumped for both ports, not providing an alternating therapy. The amount of delivered pressure when filling both ports was measured and found not to have exceed specification range - no high pressure condition occurred. Based on the information gathered in the course of investigation, the replaced gearbox (time motor) was in use for more than 16 years. As per manufacturer's specification and in accordance with the instruction for use, this unit exceeded the expected service lifetime of 7 years. The malfunction was a result of functionality problem within years of usage - the part has failed due to wear of the component. The symptom of claimed failure was possible to be visually observed by the user of alternating pressure relief system - no visible air alternation towards cells was present. Arjohuntleigh recommends (as per the instruction for use) that our products are used in combination with an individualized monitoring, repositioning and wound care programme. The frequency of patient monitoring is considered a critical factor when creating a care plan. Patient monitoring took place, however, the exact procedure or other aspects of patient's condition remained unknown. Formation of an injury has already been initiated for this patient - the monitoring appears not to be properly adjusted to current patient's condition. Possible sequence of events presented above seems to be the most probable and in line with the event description. Basing on the presented scenario and taking into consideration all the circumstances of the reported event, the most likely cause is related to the malfunction of component significantly exceeding its designed lifetime and a failure of a proper patient monitoring. Arjohuntleigh suggests to remind the staff involved of the device labeling, with a special attention paid towards a proper patient monitoring during the therapy with alpha relief system. This is to be communicated to the customer. As per manufacturing specification, this unit exceeded the expected service lifetime of 7 years and it is strongly recommended to withdrawn the device from use. Taking into consideration the sequence of events which occurred in the reported situation, it was decided to report the event to competent authorities in the light of reported injury. It has been established that alpha relief system was in use for a patient therapy at the time of the event and contributed to the outcome of the event. Based on the above, the pump was found to have malfunctioned (not performing up to the specification) when the event took place.